Event description:
It was reported that during unpackaging of the 3.0x15 nc trek rx dilatation catheter, it was not possible to remove the yellow protective sheath. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective sheath was confirmed. The inner member was slightly kinked 1mm proximal to the proximal seal. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appear to not be related to a manufacturing issue, but due to normal variation found in manufacturing, as the occurrence rates for this size of balloon are within the expected rate in the product risk assessment. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.